Manufacturer narrative:
The pump passed the displacement test. However, the pump gave an alarm during the basic occlusion test due to a slightly loose drive support disk. The pump was received with a missing end cap sticker. The pump also had a cracked case at the reservoir tube window corners and battery tube threads.

Event description:
The customer reported via phone call that they had a compromised force sensor system alarm on their insulin pump. The customer also reported insulin was squirting out during a manual prime. Customer's blood glucose was 350 mg/dl. Customer did not drop or bump their insulin pump. The customer also stated the drive support cap was not damaged. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.